Event description:
Boston scientific received information that this right atrial (ra) lead and pacemaker displayed low out-of-range (oor) pacing lead impedance measurements of less than 100 ohms that triggered the lead safety switch (lss). It was also reported that there was loss of capture (loc) at max output. The field representative stated that there was still capture in unipolar but there was noise. Additional information was obtained and indicated that the source of these clinical observations was not determined. There were no reports of asystole. The device was still in unipolar configuration. The patient is scheduled for lead revision. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.